Event description:
It was reported that the patient has high impedance, 9000 ohms. The patient underwent a generator replacement on (B)(6) 2026 and the impedance was confirmed to be within normal limits post operatively. The patient had a bad seizure and threw his head back when being transferred into the bed. The patient has since been experiencing an increase in seizures and it currently in the hospital on the verge of status. X-ray images were taken and it is believed that the electrode appears to be off the nerve. The x-ray images were received and reviewed. The location of the generator could not be assessed as the full chest region is not shown, just a zoomed in image of the generator. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The generator feedthrough wire was confirmed to be intact. The lead was observed in the patient¿s neck. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. No tie-downs were seen in the images provided. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.